Event description:
It was reported that this left ventricular (lv) lead exhibited steadily increasing threshold measurements, suspected to be due to a proximal migration of the lead. The patient later developed symptoms of exertional dyspnea and intermittent loss of capture. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.